Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned to guidant for being out of storage mode. Subsequently, this device was pulled from archive for further analysis testing.